Event description:
It was reported a physician implanted a gore helex septal occluder to close an atrial septal defect (asd) (B)(6) 2014. In (B)(6) 2015, an echocardiogram showed a large residual shunt in the superior and anterior positions. Additionally, the discs were close to the mitral and tricuspid valves. On (B)(6) 2015, the device was explanted and the defect was surgically repaired. Upon examination of the helex device, it was securely adherent in the antero-inferior portion of the asd; however, there was not much adhesion to the superior and most of the anterior posterior rims. The left disc was noted to be folded over itself. The wire frame was intact.

Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met.a device analysis is currently ongoing.

Manufacturer narrative:
A review of the manufacturing records is in progress. Additionally, the device in currently undergoing an evaluation.

Manufacturer narrative:
The device was returned to w. L. Gore & associates for analysis. Submitted in formalin was a 35mm gore® helex® septal occluder. Approximately one-half of the left disc was folded over onto itself exposing the atrial contact surface. Two wire discontinuities of the left disc frame were present at the hinge points of the fold. A section of the eptfe material had been cut out of the folded over disc prior to arrival at w.l. Gore & associates. A brown/red tissue focus was present on the surface of the lower disc eptfe material within the boundary of the cut out region. Smooth, white glistening, soft tissue spanned across the two halves and covered the exposed surfaces. The right disc was covered by smooth, white, glistening soft tissue of variable thickness. All tissue was adherent to the device. Scanning electron microscopy (sem) demonstrated that the surfaces of both discs were largely covered by mature collagenous tissue with scattered regions of endothelialization. Histopathological examination of three specimens was performed; two of disc material with overlying white glistening tissue (one left disc and one right disc) and one of the brown/ red tissue on the left disc. The left and right disc material sections were covered by collagenous tissue. The red-brown tissue was composed of proteinaceous coagulum with embedded intact and degenerate erythrocytes. There was no evidence of inflammation or infection. The overall tissue response findings are consistent for an implant of this duration. The device was subjected to an enzymatic digestion process to remove biologic debris. Following digestion the device was examined for material disruptions with the aid of a stereomicroscope. Two stent frame fractures of the left disc were identified. The locations of the fractures allowed for approximately half of the left disc to fold over onto the remaining portion of the left disc. The examined wire discontinuities exhibited characteristics consistent with fracture due to cyclic fatigue loading. No evidence of corrosion, abnormal abrasion, or material defects was observed on the nitinol wire.